Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08789. It was reported that patient's device was found to be migrated from the x-ray analysis and the right ventricular (rv) lead was dislodged. The rv lead was repositioned and tested within limits. The device was repositioned and sutured to the pocket. The patient was stable.